Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number (B)(4) and lot number (B)(4). The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and one photo were provided for evaluation by our quality team. The sample same in an opened packaging blister. A visual inspection was performed with a 10x magnifier lens. There is a black debris on the top part of the stopper that is part of the material of the stopper. The photo provided shows the sample received. Investigation conclusion: based on the investigation with the sample and photo sample analysis the symptom reported by the customer is confirmed. Root cause description: it could be possible for this defect to occur if a small piece of rubber was not properly cut when the rubber stopper was trimmed. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "foreign material"